Event description:
Sex: unk. Procedure: unk. According to the reporter: the needle on the endo stitch instrument broke off from the jaws when inside the patient as it was being applied to the tissue. The broken section of the needle was not retrieved from the surgical site.